Event description:
It was reported that this right atrial (ra) lead exhibited fracture and noted a high impedance out of range. The lead daily measurements and electrogram (egm) are off. This lead remains in service. No adverse patient effects were reported.